Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date in march of 2024 and involved a triox¿ svo2 pa catheter p7110-ep8-h, 8f, 110cm, extra port, heparin coated, lf (swan-ganz). The device was placed in the cath lab and 2 of the 3-way stopcocks failed. One was on the infusion port and the other was on the pulmonary artery (pa) line which caused blood to back up. Both leaked from a crack/hole on the side of the "t". The original intended procedure was pulmonary artery catheter monitoring. This is not a single-use device that was reprocessed and reused on a patient. Approximate age of device: 1 day. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
The customer provided a lot #398374 which is unidentifiable. The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.